Event description:
It was reported that the customer was taken to the hospital by the ambulance with high blood glucose of 655mg/dl. It was mentioned that a kink was found in the hose. The mother stated that apparently the insulin pump was not functioning and she requested a replacement. The mother was at work and unable to get in contact with the doctor for more details on the event. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.